Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a plum 150 ml burette set that leaked an unspecified chemotherapy drug. It was reported that on (B)(6) 2021 at 13:45, a patient¿s chemotherapy treatment started where a new plum set was opened. On (B)(6) 2021 at 01:00, a nurse found a small amount of leak where the chemotherapy was added from the burette of the plumset. The customer stated that they confirmed that the bag vent hole switch was working correctly, and they suspected that the burette material was defective. There was patient involvement, but no further information was provided.